Manufacturer narrative:
Please see MFR report number 2029214-2020-01251 for additional device involved associated with the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the distal end of the pipeline had trouble opening, and the proximal end of the 5mm x 18mm did not open at all even when removed, only when the device was forced off the wire that it opened. The 5mm x 20mm was still in the catheter. The pipelines were not positioned in a bend. More than 50% had been deployed when it failed to open. The pipelines were reheated less than or equal to 2 times. The pipelines were reheated and removed with the microcatheter from the patient. It was noted the pipelines were used for a cc fistula which was not an approved indication. The patient was undergoing surgery to treat an cc fistula at the left internal carotid artery with a distal landing zone of 4.7mm and a proximal landing of 5.2mm. It was noted the vessel tortuosity was normal. There were no patient symptoms associated with the event. The angiographic result post procedure indicated that the 5mm x 16mm pipeline worked. The patient's medical history included a previous trauma (car accident).